Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system had an alert for atrial arrhythmia burden. Upon review, it was found that there were several events which appeared to be fairfield oversensing of the right ventricular (rv) on the atrial channel. There was noise noted on the non-boston scientific right atrial (ra) lead. Technical services provided programming and troubleshooting options. At this time, this device and non-boston scientific ra lead remains in service and there were no adverse patient effects reported.